Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer report number: it was reported, that the patient presented for revision of the right atrial lead. It was discovered, that the lead "was not working" after the implant of an additional lead. A subsequent chest x-ray confirmed, that the lead was dislodged. While attempting to position the replacement, atrial lead the helix failed to extend and retract. The procedure was completed using a secondary replacement lead. No patient consequences were reported. Further information was requested, but not received.